Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿it was reported that the patient was revised to a competitor dual mobility cup and depuy biolox head was used. Asr cup needed to removed due to lucency and metalosis. Corail 16 kla sterm trunion was intact per surgeon and left in. Surgeon pulled out a 58 cup, +8 spaced an 51 metal head. There was no issued occurred with revision implants. Doi: unknown / dor: (B)(6) 2024 / affected side: unknown¿. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4) device photo ad 10 july 2024" visual analysis of the photo revealed that the inner surface of the depuy asr xl fem imp size 51 was covered with what appears organic material. Only the bottom surface of the implant was observed. Based on the available information, no defects nor signs of a device non-conformance were observed that could have contributed to the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the depuy asr xl fem imp size 51 would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was revised to a competitor dual mobility cup and depuy biolox head was used. Asr cup needed to removed due to lucency and metalosis. Corail 16 kla sterm trunion was intact per surgeon and left in. Surgeon pulled out a 58 cup, +8 spaced an 51 metal head. There was no issued occurred with revision implants. Doi: unknown. Dor: (B)(6) 2024. Affected side: unknown.